Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), ubd: UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an external device. Intellis controller. The reason for call was caller reported the controller was not working and they were not able to turn the controller on. Caller stated the patient was in the hospital and the doctor wanted to see if they wanted to do an MRI. Caller did not have the controller with them at the time of the call. Agent reviewed with caller to take the battery out of the controller and plug the controller into the ac power supply cord. Caller will call back if the issue persists. Caller mentioned pt hasn't used equipment in months and they are pain. When asked if reason of hospitalization is related to implant, caller was unclear and said pt is in a lot of pain and different issues. Caller called back stating they called this morning since the controller battery was dead, they did what patient services told them to do which was to reset the controller. They were able to get the controller to come on, they were able to enter MRI mode for 5 minutes then the screen disappeared again by going black. During call caller verified no damage to the controller battery compartment, controller battery controller battery compartment. Caller removed the controller battery and plugged the controller into the ac power supply, caller verified the controller did not turn on. Caller verified the ac cord had a green light on and they mentioned the ac cord was new. Agent closed case.